Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of intermittent high ise (ion selective electrode) patient results on their au680 chemistry analyzer. The erroneous patient results were not reported outside of the lab. The customer stated thirty (30) patients samples were tested, and four (4 ) patients results yielded high results. There was no report of change to treatment, injury, or death associated with this event. The customer reported quality control issues prior to the event. The customer did not provide data; however, examples were provided.